Manufacturer narrative:
D10 concomitant products: vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a4k2170vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a4k2170vy), vlocl0803, vlocl0803 v-loc* 180 4-0 grn 15cm cv23 (lot#:a4k2170vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a radical resection for hilar cholangiocarcinoma via open surgery, during digestive tract reconstru ction anastomosis, the thread broke during suturing. The issue occurred on four sutures from the same batch. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a radical resection for hilar cholangiocarcinoma via open surgery, during digestive tract reconstr uction anastomosis, some thread broke and some had loop broken during suturing. The issue occurred on four sutures from the same batch. A new suture was used to resolve the issue. There was no patient injury.